Event description:
A malfunction alarm labeled as "malf 0" was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was provided with pump reset instructions by technical support, successfully reset the pump, and was advised to continue using it. The customer acknowledged understanding and was instructed to report if any issues recur.